Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a ria ii reaming head and drive shaft failed. Trochanteric entry was made (just lateral to tip of gt) with the 12mm head. Normal progress made unit about 25mm above planned stoppage when progress stopped, and imaging revealed the broken ria ii head assembly. The ria was removed but 4 small metal pieces remained within the canal. These were removed with difficulty via long flexible laparoscopy graspers for two of them and wash and suction for the other two. Sufficient graft was available from what had been harvested. The procedure was completed successfully with a forty-one (41) minute delay. This report is for a 12.0mm reamer head for ria 2 sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h7 h9: 3008812560-10/26/2020-001-c h3, h6: a product investigation was conducted. Visual inspection: all four (4) holding prongs are broken off from the received reamer head, three of fragments were returned for evaluation. The cuttings edges are slightly worn, there are strong stress marks at the coupling adapter of the head. Dimensional inspection: checked dimensions with caliper per relevant drawing: outer diameter at the fracture face and inner diameter at the fracture face were measured and found to be within specifications per relevant drawings. Document/specification review: relevant drawing was reviewed to verify the relevant dimensions, the material (440a stainless steel) and the hardness (50-55 hrc) specification. The review of the manufacturing documents has shown that the raw material was conforming and that the hardness was within the specification of drawing. Investigation conclusion: the complaint is rated as confirmed as the holding prongs are broken off as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information the exact cause of this occurrence cannot be defined. It can only be assumed that a mechanical overload during use did lead to the breakage of this device. In this relation we would like to point out the field safety notice which was issued for the ria 2 system, with following statement: precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: eccentric reaming of the far cortex damage to the reamer head connection, resulting in metal fragments in the canal based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number:03.404.020s synthes lot number: 26p6735 previous lot #16668114 supplier batch #6778005 release to warehouse date: 14jan2020 expiration date: 01dec2029 supplier: jabil-monument no ncr's were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1; h4

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.